Event description:
As reported via the (B)(4) study, a patient experienced plaque shift and a peri-procedure myocardial infarction (mi). At the time of the index procedure, angiography revealed 80% stenosis in the mid right coronary artery (rca). The indication for the procedure was dysrythmia followed by coronary computed tomography. The lesion was 12mm in length, class a, and de novo with timi 0 flow. The reference vessel was 4.25mm. A 3.5 x 13mm cypher rx was implanted at 24atm by direct stenting. It was reported via the angiographic core lab report that there was plaque shift in the proximal edge of the first stent and a 3.5 x 8mm cypher rx was implanted proximal to and abutting the initial stent to treat the plaque shift. The stents were not post-dilated and the site reported no residual stenosis and timi 3 flow. Post-procedure troponin I peaked at 0.48 (uln 0.10) and this was adjudicated as a peri-procedure mi by the cec adjudication committee. The ECG core lab reported no new st-t wave abnormalities and no new q waves. According to the investigational site, there was no blockage of blood flow as a result of plaque shift and the patient remained asymptomatic. There were no post procedure complications and the patient was discharged the day after the index procedure.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced plaque shift and a peri-procedure myocardial infarction (mi). This is a (B)(6) male with medical history including hypertension and hyperlipidemia. At the time of the index procedure, angiography revealed 80% stenosis in the mid right coronary artery (rca). The indication for the procedure was dysrhythmia followed by coronary computed tomography. The lesion was 12mm in length, class a, and de novo with timi 0 flow. The reference vessel was 4.25mm. A 3.5 x 13mm cypher rx was implanted at 24atm by direct stenting. It was reported via the angiographic core lab report that there was plaque shift in the proximal edge of the first stent and a 3.5 x 8mm cypher rx was implanted proximal to and abutting the initial stent to treat the plaque shift. The stents were not post-dilated and the site reported no residual stenosis and timi 3 flow. Post-procedure troponin I peaked at 0.48 (uln 0.10) and this was adjudicated as a peri-procedure mi by the cec adjudication committee. The ECG core lab reported no new st-t wave abnormalities and no new q waves. According to the investigational site, there was no blockage of blood flow as a result of plaque shift and the patient remained asymptomatic. There were no post procedure complications and the patient was discharged the day after the index procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15064141 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00273 and 3003742446-2012-00274.

Manufacturer narrative:
Concomitant medications included: pravastatin 40mg daily since 2009; zestoretic 20/25mg daily since (B)(6) 2010; aspirin 325mg daily since 2009; metoprolol 50mg daily since (B)(6) 2010; heparin (intra-procedure). Concomitant device: cypher us rx 3.50 x 8. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00273 and 3003742446-2012-00274. Additional information will be submitted within 30 days of receipt.